Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. During evaluation the keypad buttons responded to button presses as expected. No hypersensitivity issues were noted. There was no evidence of contamination under the key contacts. There were no issues found with the keypad flex or power circuit. No moisture was noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump's ok button on the keypad had to be pressed multiple times in order to activate the desired pump functions. The patient also noted that the keypad had afterwards become torn. The patient noted that due to the ok button sticking issue, she was unable to prime the pump. On december 14 and (B)(6) 2012 the patient was found incoherent and disconnected from the pump. The patient experienced the symptoms of nausea and vomiting. On (B)(6) 2012, the patient's caregiver was unable to test the patient's blood glucose level due to an issue with the meter, and administered a glucagon injection and contacted emergency services. It is not clear why the patient was given glucagon without benefit of a blood glucose reading and when it was known the patient had discontinued insulin pump therapy. Paramedics arrived and tested the patient's blood glucose level to be 92 mg/dl; she was transported to the emergency room for four hours and treated with insulin injections. On (B)(6) 2012, paramedics were again contacted, and the patient was transported to and admitted to the hospital. Her blood glucose level was greater than 500 mg/dl, and she was treated intravenously with fluids and insulin. The technical support representative contacted the patient and reporter to obtain further information; however was unable to reach them by telephone. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump keypad issue occurred, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.